Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This event occurred outside the u.s. Where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant medical products: 4592-45, implantable pacing lead, (B)(6) 2013. (B)(4).

Manufacturer narrative:
Evaluation summary: analysis was performed and no anomalies were found.

Event description:
It was reported that during implant attempt, both leads were positioned and then connected to the device, but no ventricular pacing occurred, including in bipolar polarity. High impedance and loose lead pin were not observed. The physician replaced the device and there were no further issues. No patient complications have been reported as a result of this event.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.